Manufacturer narrative:
Received notice from legal counsel reporting their client, end-user, was injured as a result of an alleged malfunction of the chair. The notice indicated the alleged incident occurred approximately 2 years prior to the notice being filed. The notice claims that as the end-user was traversing through a doorway, the right front caster fork became detached from the chair. Report stated this detachment caused the chair and client to dip forward, to where the end-user was allegedly injured due to being restrained by the positioning belt. Allegations are the end-user suffered non-specific abdominal trauma as a result of the event. Review of the DHR does not show where permobil was ever notified of an event having occured. Records indicate the service provider having contacted permobil approximately 1 month prior to the reported event date to place a quote for service parts, then ordering those parts approximately 2 weeks after the reported event. It is being speculated the friction brake kit may have loosened which could allow the caster fork to detach, but cannot confirm this was the root cause. As this alleged event occurred 2 years prior with various repairs have been performed by the service provider during that span, permobil is unable confirm the reported failure mode. The DHR was reviewed and unit was built according to specification prior to distribution.

Event description:
Received report claiming as client was traversing through a doorway, the right front caster fork detached from the chair causing the end-user and the chair to pitch forward. Reports are client was restrained by the positioning belt, and with the pitch forward, caused the belt to dig into her stomach. Reports are client was taken to the local ER where they were diagnosed with abdominal trauma.